Event description:
It was reported to philips that the device has bent battery pins. There was no reported patient involvement/adverse patient impact.

Event description:
It was reported to philips that the device has bent battery pins. There was no reported patient involvement/adverse patient impact. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J1 pin 3 was completely broken and exposing internal springs, while pin 7 was bent. J2 pin 3 was found permanently compressed and bent.